Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced driveline power fault alarms over the weekend. There was no overt sign of damage to it. Sheath remained intact and no twisting or kinking was noted. The log file confirmed driveline power a fault alarms on (B)(6) 2026. The modular cable and system controller were exchanged. That resolved the alarm.